Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two small scratches had been observed on the optic of the implanted intra-ocular lens (iol). The scratches are near the trailing haptic junction and not near the center of the iol. The physician questions if the marks might have been caused by the plunger rod touching the surface of the iol and compressing it to cause the two scratches on the optic. The iol was set with balanced salt solution and no problems were observed during the device preparation. The directions for use of the device were being followed. No further information was provided.